Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The patient was presented with multivessel disease. The target lesion was located in the ostial of the proximal left circumflex artery (lcx). A 3.00x20 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was stripped off from the balloon and was dislodged in the proximal lcx. A 1.5x12 emerge balloon catheter was advanced to dilate the dislodged stent. The stent was implanted, but some of the struts were damaged. Another stent was advanced to cover the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine.